Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm during manual prime. Customer's blood glucose was 412 mg/dl. Customer was treated with manual injection. The customer was advised to rewind the pump, reinsert reservoir into the device and run manual prime to at least 5.0 units. The customer stated the device alarm no delivery. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was getting a low reservoir alarm. Customer was able to go through the filling tubing with the device but still ended up getting the no delivery alarm. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump was received with no excessive no delivery alarms noted. The low reservoir feature and rewind are working properly. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.